Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/11/2024. Additional information was requested, the following was obtained: please provide more details about how the suture ""deteriorated"". Unk, but the suture was broken during use. Please provide the lot number. Tjmatr. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. We regularly contact with sales rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2023 and suture was used. During the procedure, it was reported by a sales rep that the suture deteriorated or broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide more details about how the suture "deteriorated". Please provide the lot number. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). The suture was broken and this happened in 3 products in a row. Lot number : tjmatr events reported via: 2210968-2023-09899, 2210968-2023-09900.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/9/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received one needle suture piece that pertain to the product code z493. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined and the end of the suture was noted to be cut probably caused by a surgical instrument. The other section of the suture was not returned for analysis. The product code z493 contains an absorbable suture. As the sample was received open, and the time of exposure to the environment cannot be determined. Due to the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.